Event description:
It was reported by service report that the head section lift of the bed was stuck in the up position. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.